Event description:
It was reported that the patient was implanted with two xience xpedition stents on (B)(6) 2013, a 3.0x23 mm in the mid left anterior descending (lad) artery and a 3.0x18 mm in the proximal lad. There were no complications reported to have occurred during the procedure. On (B)(6) 2013, the patient was admitted to the hospital for congestive heart failure and kidney failure. Angiography revealed that both stents were patent. On (B)(6) 2013, the patient was found dead at home. Only a partial autopsy was performed; however, the cause of death was reported to be due to a massive myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.